Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was pacing at maximum sensor rate (msr) with exercise. Boston scientific technical services (ts) reviewed the device settings and noted the programmed minute ventilation (mv) rate response factor was aggressive causing the patient to reach msr too quickly. Ts assisted with troubleshooting in which the patient experienced shortness of breath. Ts discussed decreasing the programmed mv response factor to find the optimal settings for this patient. Additional information was received following the troubleshooting with ts indicating the device was functioning properly. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device was subsequently explanted for a separate issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.